Event description:
The customer stated that she went to the emergency room with a high blood glucose of 483 mg/dl. No significant events leading to the event or cause of the event was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.